Manufacturer narrative:
(B)(4). The pump passed displacement test. Pump error alarmed during self test and confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an hardware low level failure. The customer¿s blood glucose was 7.8 mmol/l. Customer reported that the they were able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.